Manufacturer narrative:
(B)(4) - (pain), (no known device problem). Unk devices of multiple part/lot numbers were implanted during the procedure including: part: 876-814 / lot: unknown (x2) part: 876-714 / lot: unknown (x2). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a clinical study control patient underwent an acdf procedure at level c6-c7. The following post-operative event was reported: post op visit date - (B)(6) 2008; ae onset date: (B)(6) 2003; ae description: patient reports symptoms of pericapsular and upper back pain since surgery. Treatment: no. Ae outcome: pending.